Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported the cannula did not deploy. The patient's blood glucose levels rose to 400 mg/dl. The pod was not worn. Several corrections were delivered for treatment.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 47 pulses and was deactivated at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the cannula never deployed. The needle mechanism deployed fully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the soft cannula failing to deploy by the end of the second priming sequence.